Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead was suspected to exhibit loss of capture (loc). Technical services (ts) was not able to conclusively determine if it was loc or pacs and recommended bringing the patient in for in-office testing. This ra lead remains in service and no adverse patient effects were reported.